Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 . The complaint of giving multiple different error codes was not confirmed during filling tank and running electrical testing. No action taken but pcb board was replaced due to the reported problem. Device then passed all testing.

Event description:
Information received a smiths medical smiths medical fluid warming/level 1 hotline low flow systems - hl-390 was giving multiple different error codes per customer. No patient adverse events reported.